Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer alleges the left wheel has a broken spoke after he heard a ticking sound all of a sudden.